Event description:
Procedure type: nephrectomy. According to the reporter: the tip of the trocar broke and fell into the pt cavity. The dr was unable to locate the piece, as of today the piece remains in the pt's body. There was no bleeding reported in excess of 250 cc. The case was extended by more than 1 hour. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).